Event description:
It was reported that two weeks prior to report he was in the hospital for 10 days. Patient screamed for 16 hours when he woke up while his health care professional was putting in his lead. Patient had horrible pain in his legs. Patient¿s legs were spasmin. If he laid down he had to turn down his stimulation because it was painful and his right leg would begin to spasm.

Event description:
It was later reported that the patient received assistance from the manufacturer representative and the patient concerns were resolved. It was noted that the patient had appointment schedule for (B)(6) 2013 and (B)(6) 2013. It was also indicated that the patient was still having concerns regarding the device or therapy but was working with the healthcare provider or manufacturer representative. It was noted the patient had appointments as needed.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient ended up being in the hospital for (B)(6) nights and (B)(6) days. The patient stated that the doctor never told the patient why they were in the hospital. The patient noted that it was supposed to be an outpatient procedure. The patient again noted that they were in the hospital for (B)(6) days and (B)(6) nights. The patient stated that the doctor "kept telling [the patient] how perfect the procedure went." The patient stated that they asked, "well, why was [the patient] in the hospital." The patient stated that they were never told the cause of the hospitalization. The patient stated that they atrophied from that experience and never "really recovered" from the hospitalization. The patient recalled that they woke up in recovery fully dressed. The patient stated they remembered a "loud noise." The patient recalled that the "loud noise was [the patient] screaming for 16 hours." The patient remembered it as a "fuzzy memory." The patient stated that they "wanted to stop screaming but they could not stop screaming." The patient noted that the person who drove the patient to the procedure told the doctor that they refused to take the patient home. The patient noted that the neighbor told the patient that they were "fighting with" the physician assistant (pa) "about sending the patient home." The patient noted that an ambulance took the patient to the hospital and (B)(6) days later they were taken home. The patient stated that they were "so weak" that they could not "walk up the three steps to their house." The patient stated that the physical therapist "could not help because the patient was so weak." Additional information was requested but was not available at the date of this report.